Event description:
A peritoneal dialysis nurse reported that during the patient's treatment, the cycler alarmed "air in line" and fluid was leaking. A pinhole was found in the cassette. The patient was administered prophylactic antibiotics. Sample has not been returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.